Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls for pth were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit and found that the wash blocks were leaking. The cse replaced the wash blocks and performed precision testing, which was acceptable. The customer ran quality control, which was within range. There has been no further issue since the service visit. The cause of the discordant, falsely low pth result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low intact parathyroid hormone (pth) result was obtained on one replicate of a patient sample while running the sample in duplicate on an advia centaur cp instrument. The sample was repeated twice in duplicates on the same instrument and one of the replicates of the first repeat run was still lower than the other replicates of the repeat runs. The mean of the values obtained upon second repeat run was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low pth result.